Event description:
Description of event: an unusual case of myoclonic convulsions after surgical intervention for essential tremor see attached article for additional information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).